Manufacturer narrative:
No malfunction discovered. The end user was not exercising caution by continuing to operate the power wheelchair that was in need of maintenance or repair and by not wearing the seat belt. Hoveround's owner's manual warns hoveround's owner's manual warns "stop using your power wheelchair immediately, and call for assistance if: your power wheelchair is not working correctly." And "[s]afe and effective use of your power wheelchair is dependent on proper maintenance," and "[t]o avoid serious injury or death: [a]ways use the seat belt."

Event description:
The end user's spouse reports that while operating the power wheelchair in a parking lot the chair stopped suddenly and the end user fell. The end user does not wear the seat belt.